Event description:
It was reported that post-paced t-wave oversensing was noted on a remote transmission. No programming changes were made at this time. The patient was in stable condition with no adverse events.